Event description:
A malfunction was reported on a pump by the caller, who stated there were no notable events preceding the issue. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating it remained within a normal range. Although the call was disconnected before technical support could provide reset information, the caller was partially assisted, and a follow-up from technical support was planned.